Manufacturer narrative:
Concomitant medical products: 5076-45, lead; implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for high rv defibrillation coil impedance and high superior vena cava (svc) defibrillation coil impedance. It was noted that the rise in rv and svc coil impedances started post the patients coronary artery bypass grafting (CABG) surgery. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had developed a fracture post the coronary artery bypass graft (CABG) procedure. The patient is a participant in the post approval clinical surveillance product surveillance registry. The lead has been capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the right ventricular (rv) lead displayed variable impedance readings for rv defibrillation coil impedance and superior vena cava (svc) defibrillation coil impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.